Event description:
It was reported that a craniotomy procedure was cancelled after giving the patient anesthesia because the accuracy of the navigation system ii could not be validated. No adverse consequences was reported as a result of this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the results of the analysis is complete.